Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2003 - pt underwent abdominal wall exploration, excision of an unidentified old ptfe patch, and repair of recurrent ventral hernia with composix kugel mesh. On (B)(6) 2003 - pt underwent abdominal wall exploration, drainage of abdominal wall abscess, excision of composix kugel mesh, and retention closure. It was noted that the abscess appeared to be within the subcu of the abdominal wall with a small area of limited communication to underlying patch. On (B)(6) 2003 - pt underwent repair of recurrent ventral hernia with a non-bard mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. It was noted that the pt required several weeks of wound care following the (B)(6) 2003 procedure. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicates that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.